Manufacturer narrative:
A system log review was not performed because there was no specific event date available. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient of unknown age and comorbidities underwent an ion biopsy. After the procedure the patient suffered an st elevation myocardial infarction. The patient recovered and was discharged home. No further data are available for review. There was no allegation of malfunction of the ion system, instruments or accessories. Given the available data the event may have been procedure related. There is no compelling data to suggest the event was due to the ion system, instruments or accessories. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction(0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of(B)(4) with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient experienced an st elevation myocardial infarction (stemi). The physician believed the event was probably anesthesia-related. No specific information was provided regarding the patient symptoms or any treatment rendered. Per the physician, the patient returned to baseline and was discharged home on an unspecified date in stable condition. There was no report of any issues during the procedure or malfunction of any ion system, instrument, or accessory.